Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the left ventricular lead exhibited an insulation abrasion. No electrical anomalies were noted. The lead remains implanted. The patient would be monitored.